Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 02:28:39. During night drain cycle four, the patient's ultrafiltration reading was 806ml, indicating the home patient (hp) drained 806ml more than their maximum programmed fill volume of 1200ml. No further information was available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The homechoice received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing on the device. The cause was determined to be a use error, an inappropriate bypass of the drain, not including the initial drain. The homechoice / homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A formal review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.